Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they could feel it but could not see it. Patient stated at the end of shift when they removed their pants, ¿it was hanging by wire¿. There was no diagnostic performed related to the ins sticking out. It was indicated that they cut the wire and later went to hcp and they removed enough of the wire that went inside and allow the wound to close. Patient¿s weight at the time of the event was (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See related regulatory report:226333571.

Manufacturer narrative:
(B)(4) applies to lead (lot#v621111) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v621111, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient's implantable neurostimulator (ins) for interstim - other. Family member reported their healthcare provider (hcp) made adjustments to ins and it caused patient to pee and poop. Caller states the ins "just about killed" the patient. A medical or therapy problem was reported. Caller reports ins is now sticking out of patient's bottom. The caller was redirected to the patient's managing hcp. Caller will see a new urologist. Additional information was reported by the patient. Patient reported ins never worked for them and they never had therapeutic benefit. Patient says therapy made symptoms worse. Patient's major symptom was weak bladder. When the patient used their ins, patient experienced, "weak bladder and weak bowels and everything else." Patient clarified therapy made symptoms worse. Patient reports the ins on the right side came out; it fell out. Patient said the device was not put in properly because the device just "came out in my pants." The patient sniped the wire and went to their healthcare provider (hcp) to fix it. Patient clarified their ins worked its way out and the patient had to cut the cable. The ins worked its way out and the patient still has an open wound right there where it could not be sewed up. Patient noticed discomfort a few days before reporting, but the patient could not see back there. One day, the ins came out when the patient removed their underwear. The ins came through the skin. Patient went to the ER, but they would not touch it. Patient went to a different hcp, where the doctor "pulled the wire hard enough to where the remainder of the wire is back inside where the wire would not be hanging out of the wound." Patient says there is still a wound there and says it's similar to a belly button.